Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #:(B)(4), description: artisan surgical lead, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and revealed lead migration. It was noted that the contacts were crushed and fell out of the lead and the tail coming apart. The patient underwent a revision procedure wherein a lead was explanted and all contacts were removed. Device malfunction was suspected. The patient was doing well post operatively.